Event description:
It was reported that catheter became stuck on wire. An angiojet solent omni catheter and zipwire were used for thrombectomy procedure. However, during the procedure, the catheter became stuck on wire and it was unable to withdraw without exerting force. Both device were removed from patient's body and the procedure was completed successfully. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the product was returned consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. No guidewire was received with the device. A .035 guidewire was used to verify functionality of the device. The guidewire was inserted into the wire lumen and passed through the tip of the device with slight resistance at the kinked areas between 96 cm and 98 cm and retracted with no issues. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that catheter became stuck on wire. An angiojet solent omni catheter and zipwire were used for thrombectomy procedure. However, during the procedure, the catheter became stuck on wire and it was unable to withdraw without exerting force. Both device were removed from patient's body and the procedure was completed successfully. No further complications were reported.